Manufacturer narrative:
Other relevant device(s) are: product ID: ilxc151585, serial/lot #: (B)(4), ubd: 24-jun-2009, UDI#: (B)(4); product ID: iexc161655, serial/lot #: (B)(4), ubd: 31-jul-2009, UDI#: (B)(4); product ID: bfxc2615135, serial/lot #: (B)(4), ubd: 22-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 11 years post index procedure, the stent grafts were removed on an unknown date. The reason for explant is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.